Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rou-en-y gastric bypass procedure, the surgeon tried to open the jaws to place on tissue and the jaw would not open. The surgical tech tried to open the jaw after it was given back to her and she couldn't get the jaws to open. The surgeon then took the stapler back and fired the staple load (since the jaws were closed) to see if they could then open the jaws after firing the load. The jaws still would not open and so they opened a new stapler handle and completed the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. Visual inspection noted that the firing knobs were slightly advanced and the articulation lever was in neutral position. The firing knobs were fully retracted and the reload jaws opened. The subject reload was the unloaded from the instrument without difficulty. Further functional evaluation found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the loading unit jaws. If information is provided in the future, a supplemental report will be issued.